Manufacturer narrative:
Concomitant medical products: 800sc30 heart band, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate dropped below the implantable cardioverter defibrillator (ICD) programmed lower limit during exercise. The patient indicated their heart rate was down into the 40's at times, and they experience dizziness, nausea, and feeling ¿breathy¿ and like they are going to faint. The patient indicated that the ICD settings have been adjusted multiple times, and the physician indicated everything is fine. The ICD remains in use. No further patient complications have been reported as a result of this event.